Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-jun-2026: patient information was provided. There is nothing to report in terms of the patient and any labs/tests/pre-existing medical conditions. Fields in section a. Patient information were updated based on the information obtained from the reporter.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have damaged conductor wire. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument failed the electrical continuity test. Failure analysis was unable to identify a break in the wire during visual inspection. A visual inspection inside the proximal housing did not reveal any broken or dislodged wires nor any damage to the energy board. The conductor wire is presumed to be broken underneath the damaged insulation, hence causing continuity failure. Additional observation related to the customer's complaint: the instrument was found to have a bent grip tang near the base of the grip tip. The bend causes the grip tang to appear dislodged. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of the bent grip tang was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted extended totally extraperitoneal (etep) with transversus abdominis release (tar) ventral hernia surgical procedure, there were wires exposed from the tip of the force bipolar instrument after use. The procedure was completed with no patient harm.